Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, aspirated air was observed with the faradrive steerable sheath clear. When inserting the new farawave catheter into the faradrive sheath, it was noted that air bubbles were present during aspiration. No air was noted in the clear portion of the faradrive sheath, but it does appear that air was coming from catheter insertion port. The physician tested the device by removing the catheter from the sheath and aspirating from the side port without noticing any air bubbles. Once the farawave catheter was inserted again, air was observed. The sheath was replaced, and the issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, aspirated air was observed with the faradrive steerable sheath clear. When inserting the new farawave catheter into the faradrive sheath, it was noted that air bubbles were present during aspiration. No air was noted in the clear portion of the faradrive sheath, but it does appear that air was coming from catheter insertion port. The physician tested the device by removing the catheter from the sheath and aspirating from the side port without noticing any air bubbles. Once the farawave catheter was inserted again, air was observed. The sheath was replaced, and the issue was resolved. The procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the sheath. An attempt to purge air out of the faradrive sheath by injecting deionized water into the flush lumen port was unsuccessful, as water was observed to leak from the handle cap. Therefore, leak testing and aspiration testing could not be performed as the sheath could not seal fluid within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.